Event description:
It was reported that during a gastric bypass procedure, the device would not open properly. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date stent: 06/05/2009. Closure link and yoke interface. Evaluation summary: the eclg45 device was received for analysis with no visual non-conformances and with a reload present on the device. The reload was received fully fired. The device was tested for functionality with a test reload. The jaws of the instruments were closed by squeezing the closing trigger toward the handle and an audible click indicated that it locked in place. It was observed at this point that the closing trigger locked completely against the handle (no gap). The functional test demonstrated that the remaining staples in the reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The anvil release button was pressed to separte the instrument jaws and allow both triggers to return to their original position. This only occurred when applying reverse force to the firing trigger and pressing the anvil release button simultaneously. The device was disassembled to visually verify the condition of the internal components and a tighter fit between the closure link and the yoke was observed. A batch record review was performed and no anomalies were found during the mfg process.